Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020, product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients leads migrated up about 1.5 vertebral levels from where they where initially put at the implant date. She had a lead revised today((B)(6) 2020) to pull the leads down to the level of mid thoracic vertebrae 8. Leads are now back to same area that they were during her trial and initially at the date of implant. Patient getting perianesthesia in her back again.  Diagnostics showed that impedances were all within normal range. Rep tried to reprogram her but that did not help to capture her pain. She explained to the doctor that she was not getting the relief that she was initially getting. The doctor ordered an x-ray. X-ray confirmed that the leads had moved up from the original placement of the date of the implant. Issue has been resolved at this time.